Manufacturer narrative:
Device and patient details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site, plans to replace the abutment is scheduled but has not taken place as of the date of this report.